Manufacturer narrative:
A philips remote service engineer (rse) did not receive a response from the customer; no logs were received for further investigation. Based on the information available, we were unable to replicate the reported problem. The reported problem was confirmed. The cause was not determined, as the device was rebooted, which resolved the issue. The rse provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the speaker was no longer working. A philips remote service engineer (rse) noted that after the pic ix was restarted, everything returned to normal. The speaker was connected directly to the back of the device. There was a bell crossed out (silence) symbol for all patients. The rse is waiting for logs for further investigation. The device was not in clinical use at hte time the issue was discovered; the issue was noted during testing by the customer. There was no adverse event or harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).